Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively in 2009, the patient had experienced a perforation due to the right ventricular (rv) lead. A procedure was performed to partially remove the rv lead from the vasculature, and coil it into the pocket. In addition, it was suspected that the device header may have had stripped or cross-threaded set screws. More recently, there was some evidence that the patient was experiencing atrioventricular block. A replacement procedure was recently performed; the implantable pulse generator (ipg) and rv lead were removed and replaced. No further patient complications have been reported as a result of this event.